Event description:
It is reported that the device was implanted in 2001 and explanted in 2008, due to the patient falling resulting in the device fracturing.

Manufacturer narrative:
Other device used: catalog # 00999001846, zmr hip system femoral body revision nitrided porous, lot # 64182100. Evaluation summary: the stem fractured at the junction with the proximal body component after approximately seven years in vivo. Sem analysis indicates that the fracture occured by fatigue failure. The package insert and/or surgical technique contains warning statements that device fractures may occur where excessive patient weight, excessive patient activity, and/or lack of proximal support are involved. Patient information including x-rays, weight, activity level, and age were not provided. The amount of proximal support present in the femur for the implant cannot be determined at this time. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy analysis (sem) energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.